Event description:
Night shift rn went to empty foley and the green rubber port (with clamp) fell off spilling the urine all over the floor. Had to remove foley as bag would not hold urine anymore- was a little early but worked out okay.